Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-1899. It was reported the pt is experiencing uncomfortable heating and itchy sensation at his ipg site while charging. Reducing the charge duration was unable to resolve the issue. The ipg is shallow and moves around in the pocket causing discomfort. The pt was advised to add space between the charger antenna and the ipg and to follow up with his physician regarding the ipg moving and causing discomfort. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in a field advisory and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.